Event description:
It was reported that there were exposed wires on the cord. The device was returned to the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that there were exposed wires on the cord. The device was returned to the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device had exposed wires on the cable. As a result the cable was replaced. (B)(4).